Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose was 137 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.